Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), abdominal pain ("severe and persistant abdominal pain"), back pain ("lower back pain"), pelvic inflammatory disease ("pelvic inflammation") and systemic lupus erythematosus ("lupus") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for birth control: mirena in 2011. Concurrent conditions included body mass index normal and drug allergy. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("vaginitis") with vulvovaginal pruritus. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("sharp and stabbing left hip pain") and pain in extremity ("sharp and stabbing leg pain"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fibromyalgia ("fibromyalgia") with musculoskeletal pain, joint stiffness, musculoskeletal stiffness, polyarthritis, myositis, fatigue and memory impairment, weight increased ("weight gain"), alopecia ("hair loss"), asthenia ("lack of energy") and abdominal distension ("bloating/belly became extremely swollen/ painful swelling in abdomen"). On (B)(6) 2015, the patient experienced allergy to metals ("allergic to nickel"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), weight decreased ("weight loss"), agitation ("agitation"), gastritis ("gastritis"), gait disturbance ("could not walk normally") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with amoxicillin, clarithromycin (biaxin), duloxetine hydrochloride (cymbalta), omeprazole (prilosec), analgesics, surgery (bilateral salpingectomy, cystoscopy and hysterectomy with essure removal) and alternative therapy (massage therapy for lower back, left hip and leg pain). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the abdominal pain, back pain, arthralgia and pain in extremity had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal distension and abdominal pain lower was resolving, the systemic lupus erythematosus, depression, weight increased, alopecia, asthenia, weight decreased, gastritis, allergy to metals and investigation noncompliance outcome was unknown, the fibromyalgia, vaginal infection and agitation had not resolved and the gait disturbance had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, agitation, allergy to metals, alopecia, arthralgia, asthenia, back pain, depression, fibromyalgia, gait disturbance, gastritis, investigation noncompliance, pain in extremity, pelvic inflammatory disease, pelvic pain, systemic lupus erythematosus, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that she did not have a confirmation test because it was not covered by her insurance. She used condoms until essure confirmation test was complete, from jan-2012 to jun-2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Allergy test - on (B)(6) 2015: allergic to nickel. Endoscopy - on an unknown date: for gastritis - result not provided. Smear cervix - on (B)(6) 2010: result not provided. Most recent follow-up information incorporated above includes: on 29-nov-2017: plaintiff fact sheet (pfs) and medical records ¿ new reporter (lawyer); demographic data; medical and drug history; concomitant medications and drug treatments; essure indication; insertion date update ((B)(6) 2011); removal date ((B)(6) 2015); event severe and permanent injuries deletion and new events (pelvic pain, back pain, systemic lupus erythematosus, abdominal distension, allergy to metals, alopecia, asthenia, depression, fatigue, fibromyalgia, investigation noncompliance, joint stiffness, memory impairment, musculoskeletal pain, musculoskeletal stiffness, myositis, polyarthritis, vaginal infection, abdominal pain lower, agitation, leg pain, hip pain, among others). Essure legal manufacture has changed from bayer healthcare, llc,(B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), pelvic inflammatory disease ("pelvic inflammation") and systemic lupus erythematosus ("lupus") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included multigravida and parity 3. Previously administered products included for birth control: mirena in 2011. Concurrent conditions included body mass index normal, drug allergy, constipation and chronic cervicitis. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("vaginitis") with vulvovaginal pruritus. In (B)(6) 2014, the patient experienced back pain ("lower back pain"), arthralgia ("sharp and stabbing left hip pain") and pain in extremity ("sharp and stabbing leg pain"). In (B)(6) 2014, the patient experienced abdominal pain ("severe and persistant abdominal pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fibromyalgia ("fibromyalgia") with musculoskeletal pain, joint stiffness, musculoskeletal stiffness, arthritis, myositis, fatigue and memory impairment, weight increased ("weight gain"), alopecia ("hair loss"), asthenia ("lack of energy"), abdominal distension ("bloating/belly became extremely swollen/ painful swelling in abdomen") and feeling abnormal ("brain fog"). On (B)(6) 2015, 4 years after insertion of essure, the patient experienced allergy to metals ("allergic to nickel"). On (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), weight decreased ("weight loss"), agitation ("agitation"), gastritis ("gastritis"), gait disturbance ("could not walk normally") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with amoxicillin, clarithromycin (biaxin), duloxetine hydrochloride (cymbalta), omeprazole (prilosec), analgesics, surgery (bilateral salpingectomy, cystoscopy and hysterectomy with essure removal) and alternative therapy (massage therapy for lower back, left hip and leg pain). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the abdominal pain, back pain, arthralgia and pain in extremity had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal distension and abdominal pain lower was resolving, the systemic lupus erythematosus, depression, weight increased, alopecia, asthenia, weight decreased, gastritis, allergy to metals, investigation noncompliance and feeling abnormal outcome was unknown, the fibromyalgia, vaginal infection and agitation had not resolved and the gait disturbance had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, agitation, allergy to metals, alopecia, arthralgia, asthenia, back pain, depression, feeling abnormal, fibromyalgia, gait disturbance, gastritis, investigation noncompliance, pain in extremity, pelvic inflammatory disease, pelvic pain, systemic lupus erythematosus, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that she did not have a confirmation test because it was not covered by her insurance. She used condoms until essure confirmation test was complete, from (B)(6) 2012 to (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Allergy test - on (B)(6) 2015: allergic to nickel endoscopy - on an unknown date: for gastritis - result not provided. Oesophagogastroduodenoscopy - on (B)(6) 2015: normal. Smear cervix - on (B)(6) 2010: result not provided. Ultrasound scan vagina - on (B)(6) 2005: no findings found. On (B)(6) 2015: surgical pathology report uterus, hysterectomy and bilateral fallopian tubes: unremarkable uterine corpus. - basal endometrium. - chronic cervicitis. - fallopian tubes with no significant histologic abnormality. - medical-surgical hardware (essure coils in place). Soft tissue, left anterior pelvis resection: -mesothelial cyst. Soft tissue, peritoneal cyst resection:-mesothelial cyst. Gross description: there is a 2.5 cm long by 0.2 cm in diameter silver-colored metal coil within each tube through the ostium. The coils have been dissected out and retained. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal discharge, low back pain, depression, bloating. Most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet and medical record received. Reporter information, lab data updated. Events such as: brain fog, essure confirmation test not conducted was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.